Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified blood inside the pebax and also a hole in the area. It was initially reported by the customer that before ablation was performed, immediately after insertion of the thermocool® smart touch® sf bi-directional navigation catheter, impedance was not displayed. They rebooted, but the problem was not resolved. The impedance cut-off value was set to 250 ohm but there was no indication. The procedure was completed without patient's consequence. The customer¿s reported impedance issue is not considered to be MDR reporable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 28-aug-2023, the bwi pal revealed that a visual inspection of the returned device found blood inside the pebax and also a hole in the area. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and temperature and impedance tests of the returned device were performed following bwi procedures. Visual analysis revealed blood inside the pebax, also a hole in the area. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. The issue reported by the customer was confirmed, the pebax's condition might be linked to the reported incident. The root cause of the condition could be related to the handling since in the process there are control inspection points to avoid these issues. The instructions for use contain the following recommendations: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).